Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: n/a.

Event description:
It was reported during use of the bd ultra fine¿ insulin pen needle the consumer stated that she experienced nano pen needles that broke off during injection; once in the stomach and once in the leg. Stated that she "re-uses the pen needles until they hurt", also stated that she injects through her clothing and she has been doing it this way for many years. She states that her doctor tells her that it is ok. Consumer sought medical attention, had x-rays done but needles were not found

Manufacturer narrative:
Correction: date of event: unknown. The date received by manufacturer has been used for this field. The date received by manufacturer was reported as 12/07/2017. The actual date received by manufacturer was 11/14/2017. Date of event: (B)(6) 2017. Date received by manufacturer: 11/14/2017. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.